Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Clinic notes dated (B)(6) 2013, state that since the patient was last seen, she had her vns replaced. Never the less, seizures are still occurring several times a week, whereas in the past there were completely abolished with an active vagal nerve stimulator. The vns device was interrogated, which showed very high resistance. Per the notes, this suggests that either there is poor contact with the vagal nerve, or a wire has been damaged. The patient was referred for surgery. The physician stated that he meant to get a chest x-ray, but the patient was gone before he remembered. The vns generator and lead were replaced on (B)(6) 2013. Per the implant card with the newly implanted device information, the lead was replaced due to a lead discontinuity. No other information has been provided.